Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to a replacement surgery being performed. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced atrophy leading to the surgery. There were no issues with the device. The patient did not experience any additional adverse events, and did not require any further intervention. No more information available at the moment. Should additional information become available, it will be provided.